Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 460 mg/dl, which they have yet to treat since the motor error alarm interrupted his bolus. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The insulin pump passed the displacement test. A rewind was attempted but the insulin pump alarmed with no delivery. The customer was advised to call back if issues persist. No products were returned or replaced.